Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported upon initiation of intra-aortic balloon (iab) therapy an ¿autofill failure¿ alarm was generated after iab insertion on a patient. Therapy could not be started. The iab pump was replaced, but would not start. It was noted that pin hole and crack were found on the extender tubing. Replaced iab to continue therapy. No patient injury was reported.

Event description:
It was reported upon initiation of intra-aortic balloon (iab) therapy an ¿autofill failure¿ alarm was generated after iab insertion on a patient. Therapy could not be started. The iab pump was replaced, but would not start. It was noted that pin hole and crack were found on the extender tubing. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender pressure tubing was performed and one leak was found on the extender tubing approximately 2.5cm from the female luer tip. The reported alarm was most likely triggered by a leak which was found on the extender tubing. The penetration found appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).